Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at around the time of the magnetic resonance imaging scan, the device "beeped." It was also reported the programming feature may not have been "turned on." The scan was not performed, the device remains in use and no patient complications have been reported as a result of this event.